Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received an allegation that the device was failing a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received an allegation that the device was failing a test step. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The 3-way solenoid valve and system board were replaced to address the issue.